Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Sc1-cap locked in place properly during testing. Unit was successfully uploaded to carelink. Pump communicated and calibrated properly with test guardian link transmitter 4. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Unit passed self-test. During testing, keypad anomaly was also noted. Upon removing keypad overlay, flattened dome (creased) was noted on the up-arrow button. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, dog chew marks, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for change sensor alerts were not confirmed when no unexpected alarms or anomalies were noted during testing with transmitter. However, keypad anomaly was confirmed when flattened dome (creased) was noted on up arrow button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert constantly. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed generally. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded that the device was returned for analysis.